Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): [information omitted as it pertains to a separate event; (B)(4) ¿ brain infection]. Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was an infection at the implantable neurostimulator. The patient¿s body rejected the implantable neurostimulator that he had implanted on (B)(6) 2015. For some reason, his body just wouldn¿t accept it and he had an infection, swelling, and fluid around it. His health care provider removed it from the right side and put it on the left side, but it did the same thing, so he had to remove it. The patient¿s device was removed in (B)(6) of 2016. The patient was not sure if the leads were removed as well as the implantable neurostimulator.

Event description:
Additional information was received from the healthcare provider. The caller inquired there was another type of implant that the patient could have, because the previous implant got infected and it had to be removed. The caller said the patient was distraught and was in a lot pain because he no longer had the implant. The caller was advised that all implants are made of titanium and it is sterile in the package but, anytime a patient has surgery, there is always a risk of infection. The caller was told an antibacterial envelope might be an option.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the device was implanted for hip and knee pain. The device was removed because it got infected. The patient got an infection due to the material that the device was wrapped in. It was also determined that the patient is allergic to titanium. This had occurred 3-4 years prior to the report. The patient was under the impression that the devices are ¿wrapped¿ in titanium. It was clarified that the devices are made of titanium, not wrapped in titanium. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the device was removed. The patient's weight was provided. No further complications were reported.